Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head cover latch was popping open. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found that the occluder cover latch was popping open. He replaced the latch assembly and the latch pin. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.